Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. Upon inspection of the returned sample, the filter was protruding out of the storage tube and the pusherwire was folded into an "m" shape. The storage tube, y-body, pusherwire and filter were all connected together. Upon removing the returned sample from the package, the pusherwire broke at the bend closest to the y-body. The pusherwire appeared flexed between the apex of the filter and the distal end of the storage tube. The filter was deployed with some resistance. It appeared that one leg had dislodged out of the spline as indicated on the od of the spline. There was no indication from the ID of the storage tube that any twisting or retraction had occurred. The filter appeared cleaned and intact. Heat was applied to the filter and the filter took shape. All arms, legs/hooks were present and intact. All measurements taken were within specifications. The result of the investigation was confirmed for failure to deploy, root cause unknown. It is unknown if procedural issues contributed to the event. Handling of g2 filter system from the IFU: the current IFU (instructions for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusherwire handle at any time during this procedure. Warnings: the current IFU (instructions for use) states the following: delivery of the g2 filter through the introducer is advance only. Retraction of the pusherwire during delivery could result in dislodgement of the filter, crossing of the filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.

Event description:
It was reported the filter became stuck in the distal third of the sheath and could not be deployed. The filter was pulled out with the sheath and another device was used successfully. There was no patient injury reported.